Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient informed the physician that "something was wrong with one of their leads and they should have it changed out". The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.